Manufacturer narrative:
Additional testing was performed on the vessel sealer extend (vse) the initial failure analysis was confirmed. The instrument was noticed to have imprecise motion. An inspection of the proximal end revealed a loose snake wrist cable which is likely related to the primary failure mode of imprecise motion.

Manufacturer narrative:
Based on the claim against the product by the customer noting jerky movements with vessel sealer extend, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) was analyzed and the reported failure was confirmed. The instrument was driven on a da vinci in-house system, but intuitive motion was not being experienced. The movement output was not corresponding to what the hand motion was being experienced at the master tool manipulator (mtm). The up and down motion was delayed and imprecise. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the vessel sealer extend instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted hysterectomy - benign surgical procedure, the vessel sealer extend (vse) moved sporadically after two hours of use on arm 4. When the surgeon took control of the instrument, the wrist of the instrument jerked in the wrong direction. The site suspected a pully damage. Intuitive surgical inc. (Isi) technical support engineer (tse) viewed the logs and did not note any associated errors. The site tried reseating the instrument a few times with no change. Backup vse was used. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was moving in the correct direction, but it was not smooth. The movement was delayed and would then jerk in the intended direction. The csr informed that the movements were overexaggerated and further than what the surgeon intended. The issue was persistent and only resolved once the surgeon swapped to a backup instrument.